Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. H2: additional information. D4: lot no - additional. D4: model no - additional. D4: UDI - additional.

Event description:
Subsequent to the initial MDR, additional information is available.